Manufacturer narrative:
The reported event is confirmed as manufacturing related. Five photos were received for evaluation. The first one shows a top view of a three-way catheter and syringe, the cap and inflation valve are present and attached to the catheter. The second photo zooms into the drainage and inflation arm, no abnormalities are noted. The next two photos show the deflated balloon and tip and the catheter's cap nghw3682. The last photo shows the tray's label. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visually inspected the catheter and no disconnection was noted. The catheter rested with no leaks. The balloon was inflated with returned syringe and 10 ml of methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the solution immediately leaked to the drainage funnel indicating lumen to lumen leak. The returned sample does not meet specification which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. The DHR was not required as the CAPA 8266921 is applicable for this product lot number. CAPA 8266921 is applicable for this product lot number. Therefore, labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation valve of foley catheter was disconnected when opened the package. Per notification from investigator on 19feb2025, lumen to lumen leak found during sample evaluation.